Manufacturer narrative:
Corrected data: d4 UDI number. D9: date returned to mfg 4/22/2024. One device was returned for evaluation. Visual inspection revealed a worn upstream occlusion (uso) seal and peeling downstream occlusion (dso) seal. The event history log was not reviewed. Functional testing was able to replicate the reported issue; the battery backed ram was depleted and did not meet specifications. The root cause was determined to be the depleted battery backed ram. The device was charged for a maximum of 250 hours. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device would not hold patient data and settings after multiple recharging and that the mother board needed replaced. The product fault occurred during testing. There was no patient involvement and no patient harm.